Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no filed battery test noted. Insulin pump was tested with all buttons functioning properly. No corroded on keypad traces noted. No button error alarm and frozen screen noted during testing. The keypad connector was fully locked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and the buttons were not responding. The customer's blood glucose level was 120 mg/dl. The customer reported that there was no response to any buttons. The customer reported that the time clock advanced. The customer was not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. The customer reported that the screen was not completely blank. Customer was unable to successfully clear the alarm. They reported that the alarm occurred after the time that the buttons were not responding. The customer stated that pump buttons did not begin to work in less than 5 minutes without battery change. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.